Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath; serial# unknown; product type catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that per device registration submitted on (B)(6) 2020, the patient had a catheter revision. The correct implant date and catheter serial number were unknown. Regarding the revision, it was noted that the total implanted catheter length was 63.1 cm; catheter volume was 0.139 ml. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID: neu_unknown_cath; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the original catheter serial number is unknown. The original issue that lead to the revision was interruption in therapy. There is no longer an issue with the catheter or therapy, catheter was revised and successful. Physician altered the current catheter, trimmed and implanted at the length of 63.1cm it was unknown when the issue was first noticed. There were no symptoms following the revision. All troubleshooting/revision performed at the time of the revision. Patient mentioned possible ¿flipping of the pump¿ as to the reasoning for revision. No concluded factors to cause the revision, unknown. Issue has been resolved. Therapy successful. Pump successfully running as well as catheter. Nothing to be returned for analysis.